Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s sister reported via phone call that the customer was hospitalized due to intravenous treatment on an unknown date. The customer blood glucose level was 372 mg/dl. The customer stated that the reservoir was leaked and was not getting insulin. The customer stated that some of fluids came out before leaking. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No anomaly noted when performing the self test or occlusion test. No drive/motor anomaly or displacement anomaly noted. The motor was tested outside of the device and passed. Device uploaded properly using carelink. No moisture damage noted on the electronic assembly or on the motor. No cosmetic damage noted. The test p-cap and reservoir does lock in place in the reservoir compartment.